Event description:
Device issue: none. Adverse event (ae): stenosis within 5 mm of previously placed stent. Onset of ae: approximately, 10 months after implantation. It was reported via trial that approximately 10 months post a proximal circumflex stenting procedure with a xience v stent, the patient developed stenosis is the first obtuse marginal, which was within 5 mm of the previously implanted xience stent. A stent was placed as treatment. There was no adverse patient sequela reported. One day post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4) . There was no reported product deficiency. The reported patient effect of restenosis, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.